Event description:
It was reported that patient experienced ineffective therapy. X-rays showed that the lead had migrated. Surgical intervention may take place address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.